Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection, the error description provided by the customer was not confirmed. The device passed the quality check at the time of delivery. Based on technical inspection, no reduction in illuminance or dark image could be detected or reproduced. Even though the customer complaint was not confirmed, the technical examination revealed several user-induced defects that can contribute to device failure. It was found wear and leakage of the adhesive on the tip of the c-mac blade. The wear and leakage of the adhesive could allow liquid to penetrate the blade, which affects the electronics and can lead to an led fault. Based on the defects found during the technical inspection it is concluded that cause of wear and leakage of the adhesive on the tip of the c-mac blade, is caused by wear during use and reprocessing. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was dim light, not able to see. No procedure or patient involvement. No negative impact in state of health reported.